Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test error. No adverse effects were reported.

Manufacturer narrative:
Other text: corrected data: record has been identified as a duplicate of MFR report#: 3012307300-2021-13431.